Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When the package was opened, it was noticed that the suture was the incorrect length. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did needle break? Do you have photo for visual analysis? Procedure name and date? Event date? Device return status/follow up? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.